Event description:
Event description guidant received information that this pacemaker, which has monthly checks, has had a change in the gas gauge mesurement since the last visit. The gas gauge had been just above elective replacement time on the last 3 checks, and now was displaying 1/3 remaining. The nurse reports that the device has been programmed to a high output, of 7v @ 1.5ms, for the ventricular lead, since the device was implanted. A longevity calculation was performed on the provided program parameters, with the patient pacing 40 % of the time, and the projected longevity was 5.1 years. The device has been implanted for 3.5 years.